Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the device was returned and analysis of the device indicated normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) with suspected premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.